Event description:
Healthcare provider reported a "complete rupture of implant shell." This record of for the right side. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: rupture: observed, broken device assessed as unidentified (tear) opening (shell thickness was within specification). Crease fold: observed in the device. No further actions are required as the device was implanted.